Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 6mm, approx 8mm and approx 27mm proximal of the weld site. The proximal section of j stiffener wire measures approx 60mm and has migrated down lead body approx 37mm proximal of the distal end of the outer polyurethane insulation.